Manufacturer narrative:
Based on the information provided, it cannot be determined at this time what caused the fasteners to not fixate to the abdominal wall which resulted in the surgeon choosing to go from a lap to open procedure. It was reported that this was the surgeons first use of the sorbafix device and it was reported that appropriate counter pressure was applied. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Reportedly, the sorbafix device is being returned for evaluation. At this time we have not received the device. If/when we do, a supplemental MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned yet.

Event description:
As reported by the user facility: while fixating a sepramesh, the sorbafix fixation device fasteners went through the mesh but didn't pierce the abdominal wall. The doctor reported a lot of resistance at the time of "shooting, not being a soft shot as it should be". After numerous attempts, the procedure was converted to an open surgery, fixating the mesh manually with sutures.

Manufacturer narrative:
The subject product was returned for evaluation. The tack set back was noted to be out of synchronization at this time. Functional evaluation was performed and the tack set back did not reset and remained out of synchronization. The device was functionally tested by deploying into a mesh/foam pad four times resulting in proud fasteners deploying. The tack setback being out of synchronization at this time is not indicative of the as manufactured condition. Review of the inner mechanisms noted the input clutch gear to have some minor deformation and the inner gears/components were out of sync. No manufacturing anomalies were found. A review of the manufacturing records was performed and found that the lot was manufactured to specification. It was reported that this was the surgeon 's first use of the device. The IFU cautions to avoid excessive trigger force as this may damage the device. Based on the available information and the product evaluation, we are unable to determine a definitive root cause at this time. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Updated fields: report date, device available for evaluation?, date received by MFR, type of reports, if follow-up, what type?, device evaluated by MFR?, evaluation codes, additional MFR narrative.